Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 66345ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I reagent lot 66345ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. A patient arrived to the emergency department shortly after midnight on (B)(6) 2024 and had a troponin test ordered. Sample ID (B)(6) generated a result of 287.9 ng/l. The patient¿s doctor reported that the troponin value did not match. The sample was repeated and generated a result of < 4.0 ng/l. All subsequent blood samples from this patient were reportedly within the normal range. There was no reported impact to patient management and the customer confirmed that the patient didn¿t receive any treatment as result of the elevated troponin.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I. A patient arrived to the emergency department shortly after midnight on (B)(6) 2024 and had a troponin test ordered. Sample ID (B)(6) generated a result of 287.9 ng/l. The patient¿s doctor reported that the troponin value did not match. The sample was repeated and generated a result of < 4.0 ng/l. All subsequent blood samples from this patient were reportedly within the normal range. There was no reported impact to patient management and the customer confirmed that the patient didn¿t receive any treatment as result of the elevated troponin.